Event description:
It was reported the patient presented to the physician's office and was in atrial fibrillation. The device diagnostic data was under reporting the atrial high rate episodes due to post-mode switch overdrive pacing programmed on as well as the 30 second delay to episode collection. Reprogramming options were discussed with the clinician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).